Event description:
It was reported that right ventricular (rv) lead noted to have upward trend of pacing impedance that yielded complete loss of capture at high output. The lead was extracted without issue. The patient is in stable condition.

Event description:
New info received stated that the right ventricular (rv) lead was fractured.